Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose level at the time of call was 302 mg/dl. It ws also stated that the insulin pump was alarming no delivery. The displacement test was performed and the insulin pump passed the test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.